Event description:
It was reported postoperatively that the patient stated they have had itching around the implantable pulse generator (ipg), the clavicle, and by the upper arm since implant. The patient also stated that the ipg sticks out and affects body movement. The patient stated they have a lot of swelling. It was further reported by the patient that they are small framed "and the implant obstructs my movement, I bump into it all the time". It was noted that the ipg was moved under the muscle and the patient had to go in for physical therapy for my arm, due to cutting the muscle and the nerves. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.